Event description:
It was reported that the there was a coupling or communication issue. It was noted that an implantable neurostimulator (ins) overdischarge was suspected. It was noted that recharge coupling was the primary reason for overdischarge. It was noted that the patient tried several times and then stopped all together. It was noted that the last time any stimulation was felt was 2 to 6 months ago. It was noted that the last successful recharging session was 2 to 6 months ago. It was noted that the patient tried the antenna locate feature twice and was still getting a poor communication screen. It was noted that the patient reported no stimulation sensation and a loss of therapeutic effect. Additional information received reported that the device had been overdischarged. Additional information received reported that the patient was supposed to meet the manufacturing representative two day after report but called on the night prior to cancel. It was noted that the patient would call back to schedule when she was feeling better. Additional information received reported that the manufacturing representative had not heard back from the patient at all. Additional information received reported that the cause of the event was overdischarge. It was noted that the patient had an appointment with a manufacturing representative to re-establish therapy but the patient was a no show. It was noted that signs and symptoms associated with the event included a loss of therapy. It was noted that the patient outcome was unknown. It was further noted that the patient did not require hospitalization as a result of the event. Additional information received reported that the patient had not felt stimulation for a year and believed that the ins was overdischarged for a third time. It was noted that the patient was in a bad car accident 2 years prior to report and had a knee replacement and would have to have another one. It was noted that the stimulator was for her back, hip, and leg pain. It was noted that the way that the implantable neurostimulator (ins) was position in her body she could not get a good charge and was never really able to charge her ins. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).